Manufacturer narrative:
B6, corrected data: the initial report inadvertently omitted diagnostic information.

Event description:
Product analysis was completed on the suspect generator. An interrogation, a system diagnostic test, a wandcomm diag and a comprehensive automated electrical evaluation (neos=yes condition) were performed. The pulse generator was opened, and the measured battery voltage also showed a neos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed and showed no malfunctions. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.

Event description:
It was reported that the patient's generator was explanted and returned due to battery depletion. The physician suspects premature battery depletion. The generator was received by the manufacturer and analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.